Event description:
Customer states he is having blood glucose versus sensor glucose issues. His blood glucose is 150 mg/dl and sensor glucose is 47. After troubleshooting, customer was advised sensor would be replaced. No further information provided.

Manufacturer narrative:
One opened and used enlite sensor was inspected and a bicarbonate buffer test was performed. The sensor failed with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.